Event description:
It was reported that the patient underwent a total ankle replacement. The physician believes that during the primary surgery the surgeon relied on cement for fixation at the index procedure and the cement/bone interface was disrupted in a recent motor vehicle accident. Allegedly, the patient may need to undergo a revision surgery due to loosening of the tibial and talar components.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
Correction - h6 (device code, results code, conclusion code). The reported event could be confirmed since images of CT scans were provided and shows loosening of the implant. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the implants are loose, that can be confirmed. The surgeon planning to revise states, that ¿they relied on cement for fixation at the index procedure and the cement / bone interface was disrupted in her recent motor vehicle accident¿. This judgement cannot be objected with the given CT. In this case the scenario was patient related (bone quality, accident).¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by a disruption in the cement/bone interface as a result of a motor vehicle accident experienced by the patient. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The physician believes that during the primary surgery the surgeon relied on cement for fixation at the index procedure and the cement/bone interface was disrupted in a recent motor vehicle accident. Allegedly, the patient may need to undergo a revision surgery due to loosening of the tibial and talar components.